Event description:
A female pt was undergoing an MRI scan which required propofol sedation. After starting the iridium pump infusion, the pump's channel a began alarming for a pt occlusion. The staff attempted to resolve the alarm, but could not. The hosp reported there was no apparent problem with the tubing or peripheral IV site setup. The IV set was changed to channel b of the pump, and the occlusion alarm occurred with this channel also. The pump was restarted, but they could not resolve the occlusion alarms. The MRI scan was completes using manually administered propofol.

Manufacturer narrative:
This event was first reported to iradimed corp on (B)(4)2014, which is more than 4 months after the event date. The reporter was contacted, and he indicated that subsequent to the event, the hosp clinical engineer staff examined the pump and found no issues with the pump. The picu manager had first reported the problem to clinical engineering, and also reported they could not reproduce the problem. The product was returned to clinical use by the hosp following the hospital's clinical engineering testing of the pump. This occurred prior to iradimed corp's notification of the event. The possible explanations of this report include: 1) the infusion set or pt access device of the infusion site did have an occlusion that was cleared when the user switched to manually delivering the propofol infusion. 2) the pump's occlusion pressure limit was set too low for this infusion. Further details have been requested from the customer to determine if the cause can be determined.